Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis (dka), with a blood glucose of 941 mg/dl. It was stated that the doctor felt the insulin pump was old, and no longer working properly. It was reported that the customer's blood glucose levels would elevate every time he was removed from the IV drip, and put back on the insulin pump. However, the customer stated that there is nothing wrong with the device. The customer felt that his gastroparesis was the problem. The customer stated that he had done all of the troubleshooting on the unit, and it was working properly. Nothing further was reported.